Event description:
It was reported seven hand piece for battery powered drivers were malfunctioning. Two of the devices weren't working at all, one runs constantly, one has intermittent operation, one has malfunctioning low and reverse buttons, one has a motor noise and shaft turns slowly, and one has an attachment stuck in the coupler with the coupler stuck in the locked position. The device malfunctions were discovered during testing, no patient involvement. No additional information will be made available. This report is for a device the low and reverse buttons were not working on. This is report 4 of 7 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional common device name: gxl. Device is an instrument and is not implanted/explanted. The item was previously returned for service on (B)(4) 2013 and (B)(4) 2014 due to motor failure. The customer called in a service request for this item on (B)(6) 2014 and reported the device is inoperable. The previous service conditions of motor failure are relevant to the current complained issue of the device is inoperable. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A service evaluation was performed. The customer reported the low and reverse buttons were not working. The repair technician reported the contact plate was cracked. Worn out parts is the reason for repair. The cause of the issue is unknown. The following parts were replaced: circuit board, motor, membrane switch/flex circuit, and all applicable components. This item was repaired, passed final inspection and returned to the customer on 31-dec-2014. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.